Event description:
Event description boston scientific received information that upon interrogation of this pacemaker it was noted there was a loss of capture at 2.4 v in vvi, and at 2.0v in ddd. The patient paces in the ventricle 74% of the time. The r waves were 28mv. There were no adverse patient effects. The patient had no symptoms of dizziness or syncope.